Event description:
The manufacturer's representative reported the patient had the pump and catheter removed due to an infection. A follow up report will be sent when additional information is received.